Manufacturer narrative:
The device passed testing. Based on the data below, hospira could not attribute the issue to the device. Infusion pumps are not designed to detect an infiltration. An infiltration can only be sensed as an occlusion by the pump when the maximum pressure variance set for the pump has been exceeded. Due to the displacement of fluid within the surrounding tissue, the pressure sensed by the pump may not exceed the set occlusion pressure limit. A significant infiltration can occur without causing an excess pressure within the system and thus would not elicit an occlusion alarm. According to documentation in health devices 27(1):39, january 1998, ecri indicated that: "the belief that the pumps themselves produce infiltration is inaccurate. Rather, the usual causes of infiltration are dislodgement or improper insertion of either a catheter or - in the case of a subcutaneous injection port - a needle. Thus, to avoid problems, staff members should monitor IV sites of pts who are receiving infusions through pump at least hourly to ensure that catheter or needle dislodgement and subsequent infiltration do not occur." (B)(4).

Event description:
The customer contact reported an adverse event while the device was in use. The device was programmed to deliver an unspecified concentration of oxaliplatin and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the clinician noted swelling at the IV site approximately 10.5 cm by 14.5 cm. The customer contact indicated that 50-60 ml of oxaliplatin had infiltrated into the tissue surrounding the IV site on the pt's right arm. The pt was treated with "flush out techniques." The customer contact reported the pt's outcome as "no injury." Though requested, no additional info was provided.